Event description:
After PICC [peripherally inserted central catheter] nurse trimmed powermidline catheter, and prior to any insertion in patient, she started to pull the wire back to line up with the tip of the cath. The wire stretched, and stretched, and the tip would not pull back.